Event description:
Doctor reported that without surgical error, the inner shell of the ring broke during manipulation of the ring. The surgery was completed with a back-up device.

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: (B)(4) 2012. The access port connector associated with this report was not returned with the lap-band system by the reporter. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. Allergan has received the product however, the analysis has not been completed at this time. Further info from the reporter regarding the reason the band was being repositioned has been requested. Device labeling addresses the possible outcome of damaged device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery. "Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."